Event description:
The balloon deflated after insertion because air was leaking from stopcock.

Manufacturer narrative:
We received the sample on 14 november 2007. Upon completion of the investigation, a supplemental report will be submitted.